Manufacturer narrative:
During the technical inspection of the returned product, the error description provided by the customer, "getting internal error code" could be confirmed by inspecting the device and the log files. It was determined that the root cause is a defective display board due to a component defect. The defect prevents the saving of language, volume and presets as described by the customer. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In the corresponding instructions for use of the device it is stated to check the product for functionality before and after every use (chapter 3.2). Further the IFU includes the information that the product may fail during use and to have a replacement product ready for each application (chapter 3.9). Instructions for use: endoflator 50 - 500uip_en_v1.1_10-2024_IFU_FDA. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during the installation of the device, it was showing an internal error code and not saving the preset. There was no patient involvement.